Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the pt experienced withdrawal symptoms. At the pt's first refill after a pump replacement, the pump was found to be in minimum rate. Event logs were obtained and showed evidence of a pump reset and safe state occurring in 2008 at which time, the pt's dose decreased from 1500mcg/day down to 12mcg/day. The dose adjustment was unnoticeable. The hcp noted the following messages in the attention dialog box: pump is in safe state/reset occurred/eri occurred. An effort was made to reprogram the pump by giving the pt a 150mcg therapeutic bolus. The pt did not respond to the bolus. The pt received oral baclofen as supplement. The pump was replaced and the pt appeared to be doing fine clinically. The caregivers reported no evidence of the pt not receiving intrathecal therapy.